Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown tfn lag screw. Part and lot numbers were not provided for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a second revision surgery including hardware removal was performed on (B)(6) 2017 due to postoperative helical lag screw migration. During the revision surgery the short trochanteric fixation nail (tfn), tfn lag screw, and the 5.0mm distal locking screw were removed intact and the patient was revised to a 5-hole dynamic hip screw (dhs) 135 degree standard barrel plate and an unknown quantity of screws. There was no delay in surgery reported and the procedure was completed successfully with the patient listed as "fine". Please also see related complaint (B)(4) which addresses and reports the first revision surgery associated with this patient. Concomitant medical products: trochanteric fixation nail (part #: unknown, lot #: unknown, qty. 1) and 5.0mm distal locking screw (part #: unknown, lot #: unknown, qty. 1). This report is for one unknown helical lag screw. This report is 1 of 1 for (B)(4).